Manufacturer narrative:
Device was monitored for 24 hours with multiple basal rates. Passed self test and unexpected restart test. No blank display, losing power or unexpected restart alarm noted during testing. All operating currents were normal. No unexpected low battery or off no power alarm noted. No damage inside pump noted. Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. Insulin pump received with scratched lcd window, cracked case near display window corners and cracked battery tube threads. (B)(4).

Event description:
Customer's father reported via phone call that the device had a blank display. Customer woke up with blood glucose of 400 mg/dl. Customer's blood glucose at time of call was 378 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.